Event description:
It was reported that the home patient (hp) had a system error 2367 (air in tubing) on the homechoice (hc) during dwell five of eight, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The cg used manual supplies to finish the therapy. The following day the hp was able to complete the therapy without any difficulties. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.